Event description:
A customer reported to baxter (B)(4), a basic solution set in which a flow was not established. According to the report, "tna tubing will only prime part way and then stop." The event occurred during priming. There was no patient involvement, injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). A customer reported five occurrences. Out of the five, one sample was returned for evaluation. The sample for this report was not available for evaluation. A visual inspection of the sample was performed and showed no obvious abnormalities. The sample was spiked into an in-house 1000ml solution bag containing reverse osmosis water and re-primed and checked for flow. The re-priming of the sample showed that, the water would fill the filter on the filter side and stop. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.